Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 178 mg/dl. A bolus was delivered to address bg. A system check was performed and the pump time was incorrect by 3 minutes; cause was unknown. The customer declined to adjust time and declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.